Event description:
During surgery, the drill bit broke off inside the pt's tibia. The tip of the drill was lodged in the lateral cortex of right tibia. The bit was removed after struggling 1 1/2 hours.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. The supplier reviewed the device history records and states everything is within specification including the material. A two-year search of the complaint database did not identify a trend and no other reports for this lot number. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.